Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the clips fall out of the clip applier. No patient injury reported.